Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on (B)(6) 2011 and performed to specification up to (B)(6) 2016. After this date the device records an auto self-test fail and a self-test during a manual power cycle, due to a real time clock error. On receipt the pad clock failed to increment and a nonsensical date and time were displayed. This would confirm the real time clock error shown in the history log. The returned pad-pak was installed and the device was manually power cycled. A device service required prompt was given at shutdown and the status led flashed red along with a failure chirp. This would confirm the real time clock error shown in the history log. A test shock was delivered without fault and an acceptable measurement was recorded. The device powered off normally with a device service required prompt and a flashing red status led and failure chirp. Investigation found the reported fault can be attributed to rtc registers corrupted during usb connection. An rtc error occurred on (B)(6) 2016 however no fault was found with the device and the rtc worked correctly after having been reset. It is therefore suggested that the rtc was corrupted during a usb event as a result of a fault occurring during the usb read/write process.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status inidcator flashing.